Manufacturer narrative:
Follow-up #1: date of submission 06/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: during investigation, the pump powered on with a test battery cap to a dim and discolored display. There was no battery cap or cartridge cap returned. The test battery cap was able to fully tighten. Unrelated to the original complaint, there was evidence of moisture contamination found on the inside of the battery compartment. A leak test showed a leak at the battery compartment cracked. The pump case was removed and there was no evidence of additional moisture found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.